Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
An online social media user reported that a fresenius 2008t hemodialysis machine had burned wires from the distribution board. The burned wires were reportedly found during machine repair for a calibration issue. There was no patient involvement reported. There was no specific machine, clinic, or contact information provided, therefore due diligence attempts to gather additional information were not able to be conducted. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.